Event description:
It was reported this biliary stent was placed in the renal artery of a pt with a history of hypertension. Post dilatation and post angiogram, the stent migrated to the aorta, remaining partially in the renal artery. The stent was repositioned to the intended site utilizing a catheter and balloon. The stent migrated a second time and was again repositioned to the intended implant site. The pt was discharged 24 hours post placement. The pt returned the following day complaining of dizziness. The pt coded and was revived. It was revealed the stent had migrated into the aorta. The stent was again repositioned to the original implant site utilizing a catheter and balloon. The pt was monitored for three days. The stent placement is considered successful. The pt's condition is good and has since been discharged. This device remains implanted, therefore, no failure analysis is available. This device was used in a non-indicated procedure, renal artery stent placement. It was also indicated an inappropriately sized stent may have been placed. The co believes these factors may have contributed to this event. However, the co is unable to determine the exact cause for this event. Directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasm... Select the proper stent diameter based on the measurements of the bile duct."